Event description:
Per the distributor, results of an integrity test done in 2008 showed no connection with the internal device. Results from a CT scan were inconclusive and it could not be determined whether other factors contributed to the integrity test results. The patient's device was explanted on approx six months later and reimplanted with a new device during the same surgery. Note: date of implant surgery is an estimate.

Manufacturer narrative:
This type of event is addressed in the device labeling.